Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged and found to have a damaged power cord, and pressure detection failure. The root cause was determined to be user misuse. The pcba was found to be expired and required replacement. A new power cord is recommended however the customer cancelled the repair. A corrective action is not applicable at this time since the root cause was identified as mishandling of the device by user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during inspection, when the power cord was plugged in, sparks flew from the outlet and the 3-pin part of the power cord was burnt. The device started up but it was unable to check the inside of it. The power cord was torn. There was a coating detachment, but no exposed internal copper wire and metal conductor wire. No accessories were affected.